Manufacturer narrative:
The suspect device was returned to an olympus service center. Inspection and testing confirmed the reported event. There was no image on the noisy screen due to a broken wire in the cable. In addition, the serial number on the device could not be recognized due to physical/chemical stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the screen was noisy and no image was displayed from the camera head prior to an unspecified diagnostic procedure. The device was used to completed the procedure after a delay of less than 15 minutes. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device manufacture date was not identified. It has been over 15 years since the subject device was manufactured therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, it was presumed that a communication failure occurred due to the failure of the cable and image noise. The cause of the cable failure could not be estimated. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.